Event description:
It was reported that the procedure was cancelled. A 1.50mm rotapro and rotawire was selected for use. During procedure, the first rotapro used was losing pressure and was unable to retain pressure to maintain constant speed. The device was replaced with another rotapro. With the second rotapro, dynaglide mode was not working properly. The rotational speed increased to 100k rpm despite being set to dynaglide. This led to wire fracture and resulted in proximal vessel dissection. The detached wire was left in the patient, and the rotational atherectomy procedure was abandoned. The patient was expected to fully recover.